Manufacturer narrative:
(B)(4). Additional information: the device evaluation was completed to investigate the reported event. Visual inspection revealed a small cut in the tubing, approximately 0.2 cm in length. Gravity testing was performed, and the set leaked through the hole in the tubing. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from a break in the tubing segment that is placed inside the pump. This occurred during infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.